Manufacturer narrative:
A thorough investigation to determine the reported failure was performed. The issue was verified in a system log review, the analysis determined contamination of the probe connector led to a system error. A part analysis was not able to be performed as there was no part replaced. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq 5 ultrasound system was not available during a critical procedure. During a transcatheter edge to edge repair (teer), a mitral valve repair procedure, the patient developed a pericardial effusion in the left atrium. While observing and evaluating the pericardial effusion using the epiq system and a tee, the epiq crashed. The system was restarted, and it took about 10 minutes before imaging was available. The patient had a sternotomy for the pericardial effusion and the outcome was positive. The epiq system did not cause or contribute to the pericardial effusion. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Additional information reported, during the transcatheter edge to edge repair (teer), the user and team noticed a pericardial tamponade on the ultrasound images, then the team performed mechanical resuscitation of the patient. The epiq ultrasound system may have been moved during that time to access the patient. The system crashed and displayed a message to restart the system. The system was restarted and took about 8 minutes to reboot. The epiq ultrasound system was not related to the patient¿s tamponade. Philips has started an investigation, and upon completion, a follow up report will be submitted.